Manufacturer narrative:
(B)(4). Batch p58h7h. Investigation summary: the analysis found that one pve35a device was returned with no apparent damage and with three reloads present. The reloads were received fully fired. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event described could not be confirmed as the device performed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. Reload b: r59n79, fully fired. Reload c and d: r59n0e, fully fired. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during a right nodule procedure with right vat lobectomy, after dissection the vessels were retracted by silicon sling and transected by the device with a vascular cartridge. Two of the pulmonary artery have bleeder. For the first pulmonary artery, the junction of 2 small branches was cut through at the same time. The base of the junction of the pulmonary artery mildly bleeds after transected in the patient side. After 10-20 mins of applying pressure with gauze to the site, bleeder was still not stopped. Metal clip was applied to stop the bleeding eventually. The other pulmonary artery was thicker at around 1 cm according to surgeon. For this transection line surgeon commented the staple were malformed. With obvious hole in the middle of the transection line. Procedure was delayed by fifteen to twenty minutes. Procedure was completed successfully with no adverse consequences for the patient. No additional medical intervention was required.